Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient had to go back to their doctor this morning due to bleeding and to have the bandages changed. Follow up information received on (B)(6) 2019 reported that the trial patient had new bandages and made sure everything was hooked up right since blood was dripping from the old one (was bleeding on (B)(6) 2019). It was noted that, since the procedure, they had the urgency but could not void. They mentioned that when the pads were wet, the were uncomfortable. Further follow up received on (B)(6) 2019 reported that the it took the patient longer than normal to void during the day and that they still had a bad time during the nighttime hours. The patient adjusted the stimulation to 3.5 and was comfortable now. It was also mentioned that the patient had not had a bowel movement until today and wondered if this would help with the constipation. Additional follow up information received on (B)(6) 2019 reported that they had the urgency to void during the day but then was unable to go. This was worse when they laid down. The patient was wondering if they should still be taking the medication they were on. It was advised they contact their clinician for the issue. There were no further complications reported or anticipated.